Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: leak.

Event description:
Healthcare professional reported a left side leak. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and other-technical, received on dec 07, 2020 the lot number cannot be verified because the patch is unreadable. Visual analysis of the returned device identified: crease fold, wear abrasion, one opening linear on radius, device appearance: observed what appears to be like crater appearance on shell surface; white calcification on shell, and white particles in valve. Leak test and microscopic analysis was performed which identified: three openings striated on anterior, posterior and radius, and one opening crease sharp on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings on anterior, posterior and radius assessed as surgical damage consist in the use of some surgical tool. One crease sharp opening on posterior assessed as fold flaw opening. Observed white particles (calcification) in valve, however, is not consider as workmanship due to the device was not received in the original sealed packaging.

Event description:
Additionally, healthcare professional reported "particles in valve." Device has been explanted.